Event description:
The user was using the device normally when suddenly he had to remove the device because is was getting too hot. Smoke came out of the dacapo frame and both dacapo frame and d coil were burned.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.